Event description:
A customer reported experiencing cartridge alarm 30 with their insulin pump, though there was no adverse impact on their blood glucose level, which did not exceed 500 mg/dl. The tandem technical support team confirmed a series of cartridge alarms and decided to replace the pump under warranty, which remains valid until (B)(6) 2026. The customer was informed that a new replacement pump with updated software would be sent to them, and training would be available through their tandem source account. The customer understood the instructions to put the old pump into storage mode before returning it to tandem, and the replacement pump was dispatched.